Manufacturer narrative:
The reported events were loss of sensing, loss of capture, high capture threshold, and failure to extend the helix. As received, a complete lead was returned in one piece for analysis. The reported event of failure to extend the helix was confirmed. Visual inspection revealed the helix to be retracted and clogged with blood. X-ray inspection revealed an overtorqued inner coil, which was consistent with procedural damage. After cleaning, the helix could be extended and retracted by applying torque directly at the connector pin. The cause of the failure to extend the helix was isolated to the helix being clogged with blood and the overtorqued inner coil. The reported events of loss of sensing, loss of capture, and high capture threshold were not confirmed. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not reveal any anomalies except for procedural damage.

Manufacturer narrative:
PMA/510(k): this product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a clinic follow-up, a loss of sensing and an increase in the capture threshold resulting in a loss of capture was observed on the right ventricular (rv) lead. During the revision procedure, the helix of the rv lead was unable to extend, so the rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.